Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a damaged dark blue female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing with the returned minicap attached to the dark blue connector noted a leak beneath the minicap.the transfer set was re-tested using an in-lab minicap and a leak beneath the cap was again observed, indicating damage to the female connector was present. The reported condition was verified. The cause of the leak was determined to be the damage to the female connector. The cause of the damaged female connector could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an iodine leak between a minicap transfer set and an unspecified quantity of minicaps. This was described as it ¿happens when patient places the mini cap on¿ and ¿upclose, it looks damaged¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.